Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, date is approximate with year validity. Evaluation conclusion code and device and patient codes apply to the lead model number 3057, lot number unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical facility regarding a basic evaluation patient with an external neurostimulator (ens). It was reported in medical records that a trial patient with a trial start date of (B)(6) 2004 that they had an initial good response on the right side but it was abruptly lost, secondary to lead migration. The patient then switched to the left lead. There were no further complications reported/anticipated.